Event description:
On (B)(6) 2011 resmed was made aware of a possible patient death. The reporter stated a patient was ill and was sent to the local hospital. At the hospital, the respiratory department changed the patient's mask from the quattro fx to a non vented mask (the patient was reportedly on the resmed vpap adapt). Per the reporter the patient passed away some hours later.

Manufacturer narrative:
The reporter gave minimal information relating to the incident and would not provide any other information to allow resmed to investigate. The reporter stated he was not comfortable providing any further information. The reporter did not allege a device malfunction. The product is not being returned, and from the limited information provided resmed cannot confirm a vpap adapt was involved in this incident. Note: the vpap adapt sv user guide states the following: "the vpap adapt sv is designed for use with masks that allow exhaled gases to be flushed out through the vent holes. Exhaled gases will be rebreathed if the mask is worn with the machine off, or if the vent holes are occluded. If this occurs over prolonged periods, suffocation may occur."